Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported starting probably last week, when they tried to do a bolus, everything was getting stuck at 90% and staying there forever. The agent walked the patient through clearing data after which the patient was able to connect to the pump 10 times as fast as before. It was noted that the troubleshooting steps that were taken on the call resolved the issue.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implantable pump. Boluses per day: 6. The indication for use was malignant pain. The patient reported that "since I received the implant" every time they go to bolus, it takes like 5 min or more because the handset freezes at 90%". The patient stated they are programmed to get 6 bolus per day but due to the lag they end up only being able to bolus 5x a day because the lag takes so long. The agent reviewed data and assisted the patient in deleting the data and the patient was able to connect to the pump request/receive a bolus with no lag. The patient will call back if they need further assistance in deleting the data. The patient also stated last night and sometime when they are trying to bolus the handset shows "connecting" and it just spins. The agent had the patient confirm blue tooth and location are toggled on. The agent reviewed general use of communicator and handset and the patient stated they were not aware that they should turn off the communicator after use.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.